Manufacturer narrative:
Batch review performed on 1 october 2019. Lot 177443: (B)(4) items manufactured and released on 23-feb-2018. Expiration date: 2023-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d knee manager: revision surgery after 1 year from primary implantation due to instability. Upon removal of the poly insert, yellow areas were found and surgeons asked for explanation. Causes for instability can't be identified from visual inspection. This turning of the color into yellow in some portions of the uhmwpe components, is something possibly related to the absorption of lipids from the synovial fluid present in the joint of the patient.

Event description:
The patient reported pain and instability, so the surgeon decided, 1 year and 2 months after primary surgery, to change the inlay to a thicker one. Moreover, we saw some yellow areas on the inlay and the surgeon would like to know what they are.